Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "helium leakage" was confirmed by the field service engineer, however, the reported issue could not be replicated during the functional test. The pcs assembly passed leak testing. The pump alarmed for "drain failure" during drain cycle testing. The sticky drain valve was found to be the cause of the drain failure alarm, which can contribute to helium loss alarms. The actual root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It was reported via an expedite quality review (eqr) report. Symptom: helium leakage due to a faulty drain valve, the (pcs) pneumatic control assembly has much scale inside , probably the cause of the problem. Op on patient actions: parts replaced due to problem, the customer switched pump for a functioning one, patient outcome unknown as we do not have info regarding the day the therapy ended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via an expedite quality review (eqr) report. Symptom: helium leakage due to a faulty drain valve, the (pcs) pneumatic control assembly has much scale inside, probably the cause of the problem. Op - on patient actions: parts replaced due to problem, the customer switched pump for a functioning one, patient outcome unknown as we do not have info regarding the day the therapy ended.